Manufacturer narrative:
Alleged failure: cib, holly, onsite, led light error. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could likely be a loose connection between ccu creating error code. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.